Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and force sensor test error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Force sensor out of specification was observed. Service performed pm and all functional tests which passed.

Event description:
It was reported that a force sensor failure was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and force sensor test error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Force sensor out of specification was observed. Service performed pm and all functional tests which passed.

Event description:
It was reported that a force sensor failure was experienced.